Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the pneumatic tap port. Tandem technical support confirmed that the customer did not overfill the cartridge. Customer took the cartridge off the pump and successfully loaded a new cartridge. Additionally, it was reported that customer received intermittent inaccurate fill estimates. Reportedly, the pump insulin gauge would show a lower value than expected after about 1 day of loading a new cartridge. Customer reported that the fill estimate would become accurate after reloading the same cartridge. There was no known impact to the customer's blood glucose level.